Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual assessment was performed after disinfection. The catheter was kinked in several locations, beginning near the distal tip. As received, the working channel sleeve protruded. Maximum protrusion was noted when the small knob was articulated in the counterclockwise direction. A functional assessment was performed. The complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and it was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the intrahepatic bile duct during an electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that a duodenal bile duct fistula formed. Since the distal bile duct was occluded, cannulation could not be performed, and the approach was performed from the fistula instead. It was also noticed that the patient has no duodenal bulb. Reportedly, duodenal ulcer repeatedly occurred and according to the physician, the stomach was not in good condition. The scope was removed from the stomach and after careful examination of the bile duct, ehl was performed with a non-bsc device. As bile duct stones were crushed, connection failure of the spyscope ds occurred described as noise appeared on the image. The procedure was stopped due to the device malfunction. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.